Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st, 36th, 37th and 38th stent wraps, with struts raised and bunched. The balloon returned with blood visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the device, stent was expanded, and water was seen exiting the distal tip. The balloon failed to maintain pressure. Upon visual inspection of the balloon, no tear or burst site was evident. Balloon portion of the device was cut away and a tear site was evident along the catheter, 4cm proximal to the distal tip. The catheter material was jagged and uneven at the tear site. A kink was evident along the distal shaft, 24.3cm proximal to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use resolute onyx rx drug eluting stent to treat a mildly tortuous and moderately calcified lesion located in the proximal left anterior descending artery, exhibiting 75% stenosis. It was described as a long and severely calcified lesion through the proximal to mid-left lad. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. A non-medtronic guiding catheter and non-medtronic guidewire were used for pre-dilation, however, a non-medtronic balloon catheter failed to pass through. After pre-dilatation with a non-medtronic balloon was performed, pre-dilation was performed with the use of a non-medtronic balloon catheter. The resolute onyx device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the balloon burst during stent deployment. It was described that the balloon burst at 10 atm during the first inflation. The physician said that the device was not moved after it was delivered to the lesion, although it was possible to think that the device was moved only slightly to adjust the position. During pressurization to the nominal pressure, inflation stopped at about 5 atm. The physician also pointed out the possibility that the balloon was not inflated at all from the beginning. The balloon itself did not expand enough, and therefore the mounted stent was collected without being deployed. Reportedly, the proximal stent edge was caught on the hemostasis valve while being withdrawn from the guide catheter. Pre-dilation was performed again using a non-medtronic balloon catheter and a resolute onyx2.25/30mm device was implanted in the mid lad and a onyx3.0/38mm device was implanted in proximal to mid lad without any issues. Post-dilation was performed using non-medtronic balloon. The procedure was completed. Patient status post-procedure is alive with no injury.